Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device breakage ('foreign body/ fragment of device in the patient'), pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and cholelithiasis ('gallbladder stones') in a 41-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy on (B)(6) 2009, thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009), multigravida, urinary incontinence, headache, thyroid mass (in 2010: 8.8mm) and rhinitis. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. Previously administered products included for an unreported indication: penicilline in (B)(6) 2013 and sertraline. Past adverse reactions to the above products included rash with penicilline. Concomitant products included ethyl loflazepate (victan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache (becoming worse)") and malaise ("malaise"). On (B)(6) 2011, the patient experienced obesity ("obesity"). In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant) and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2013, the patient experienced drug eruption ("rash after penicillin injection"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge with odor"), uterine polyp ("uterine polyp") and thyroid mass ("increased thyroid mass") and was found to have uterine leiomyoma ("uterine myoma"). In 2014, the patient experienced cholelithiasis (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with pruritus, rash ("cutaneous eruption"), pelvic pain ("pelvic pain/ left pain withou association with period type cramp"), dysmenorrhoea ("menstrual pain every month"), back pain ("lumbar pain"), menstruation irregular ("menstrual irregularities"), immunodeficiency ("weak immunologic system"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), the first episode of abdominal pain upper ("epigastric pain"), the second episode of abdominal pain upper ("epigastric pain"), dyspepsia ("dyspepsia"), umbilical hernia ("umbilical hernia"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 and then on (B)(6) 2019. The patient was treated with budesonide (aeromax), cortisone and surgery (hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, metrorrhagia, vaginal discharge, headache, uterine polyp and uterine leiomyoma had resolved. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, rash, anaphylactic shock, menstruation irregular, food allergy, malaise, procedural pain, helicobacter gastritis, spinal pain, weight fluctuation, depression, anxiety and alopecia had resolved, the allergy to metals, immunodeficiency, pain in extremity, musculoskeletal pain, dyspepsia and thyroid mass outcome was unknown and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cholelithiasis, depression, device breakage, drug eruption, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, menstruation irregular, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, obesity, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp, vaginal discharge, visual impairment, weight fluctuation, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. The reporter commented: the patient consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that was the reason she was having a hysterectomy done. Haemorrhage worsened by pl nor (as reported). The patient stated that essure was inserted without the her consent. Due to this the patient decided to sue the local health authority. On follow up (B)(6) 2021: reporter suspect that essure was not implanted between 7th and 14th day of menstrual cycle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Allergy test - on (B)(6) 2014: positive for peanuts; on (B)(6) 2014: cutanous test positive for birch, artemisia, olive tree, sycamore, melon, apple, nuts, carrot, plum, negative for pru p3 and profiline; on (B)(6) 2014: no conclusion regarding food allergy; on (B)(6) 2015: ige total: 21.2; peach: 0.68 kua/ l class 1; festuca elatior: 0.02 kua/ l class 0; poa pratensis 0.03 kua/ l class 0; artemisia vulgaris 0.56 kua / l class1; olive tree pollen 0.02 kua/ l class 0; eo: ra. Hcl hyperemic mucosa, with right nasal flow obstructed orof n ap normal; on (B)(6) 2015: cutaneous test negative for betalactamicos, ppl, mdm, amoxicillin, amoxiclav, ceduroxime. Biopsy - on (B)(6) 2014: conclusion: helicobacter pylori gastritis; negative for dysplasia; on (B)(6) 2016: conclusion: chronic lithiasic cholecystitis. Blood cholesterol - on an unknown date: total: 200; ldl: 120.4. Blood pressure measurement - on (B)(6) 2014: diastolic: 71mmhg; sistolic: 106mmhg. Cytology - on (B)(6) 2014: negative for intra-epitelial lesion. Endoscopy - on (B)(6) 2014: esophagus: absence of gastric mucous lesions. Peristalsis preserved. Stomach: generalized erithema of gastric mucosa, without ulcero-erosive lesions. Random biopsy of mucosa. Distensive walls, without deformation. Duodenum (until d2) without ulcero-erosive lesions of mucosa. Histology - in 2016: chronic lithiasis cholecystitis lesions; on (B)(6) 2019: uterus with myoma, fallopian tubes without alteration and with essure inside. Hysteroscopy - on (B)(6) 2014: vulvo-vaginoscopy normal, cervix normal, uterine cavity without neodeformation, tubal ostia seen freely, endometrium secretory. Ultrasound scan - on (B)(6) 2014: neck: thyroid within normal values, only in the right lobe a well delimitated mass with 13 mm. In the left lobe, solid nodular mass with 6mm, cervical adenophaties negative; on (B)(6) 2014: uterus: 77x52x43 mm; position: intermediary; endometrium: 9.7mm; solitary fibromyoma 16x 16 mm, interstitial. Right ovary: regular: 24x19 mm; left ovary: regular 13x19 mm; fornix: free; on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2017: folicular aspect on left ovary 2.2cm; on (B)(6) 2019: unremarkable, normal. Metallic implants were visualized in both adnexa areas. X-ray - in 2014: lumbar column: mild scoliosis with right convexity and lordosis recalcification. No alterations of discs spaces. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), device breakage ('foreng body- fragment of device in the patient'), fallopian tube perforation ('perforation') and cholelithiasis ('gallbladder stones') in a 41-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy on (B)(6) 2009, thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009), multigravida, urinary incontinence, headache, thyroid mass (in 2010: 8.8mm) and rhinitis. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. Previously administered products included for an unreported indication: penicilline in (B)(6) 2013 and sertraline. Past adverse reactions to the above products included rash with penicilline. Concomitant products included ethyl loflazepate (victan). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache (becoming worse)") and malaise ("malaise"). On (B)(6) 2011, the patient experienced obesity ("obesity"). In (B)(6) 2012, the patient experienced genital haemorrhage ("prolonged haemorrhage") and anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock"). In (B)(6) 2013, the patient experienced drug hypersensitivity ("rash after penicillin injection"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine myoma") and experienced thyroid mass ("increased thyroid mass"), uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). In 2014, the patient experienced cholelithiasis (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain every month"), pelvic pain ("pelvic pain/ left pain withou association with period type cramp"), back pain ("lumbar pain"), immunodeficiency ("weak immunologic system"), pruritus ("body itchiness"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), the first episode of abdominal pain upper ("epigastric pain"), umbilical hernia ("umbilical hernia"), dyspepsia ("dyspepsia"), menstruation irregular ("menstrual irregularities"), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety"), rash ("cutaneous eruption"), alopecia ("hair loss") and the second episode of abdominal pain upper ("epigastric pain"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 and then on (B)(6) 2019. The patient was treated with budesonide (aeromax), cortisone and surgery (hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, pelvic pain, abdominal pain, back pain, genital haemorrhage, metrorrhagia, headache, uterine leiomyoma, uterine polyp and vaginal discharge had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, thyroid mass and dyspepsia outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise, helicobacter gastritis, spinal pain, menstruation irregular, device breakage, fallopian tube perforation, weight fluctuation, depression, anxiety, rash and alopecia had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cholelithiasis, depression, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, menstruation irregular, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, obesity, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, rash, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp, vaginal discharge, visual impairment, weight fluctuation, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. The reporter commented: the patient consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that was the reason she was having a hysterectomy done. Haemorrhage worsened by pl nor (as reported). The patient stated that essure was inserted without the her consent. Due to this the patient decided to sue the local health authority. On follow up (B)(6) 2021: reporter suspect that essure was not implanted between 7th and 14th day of menstrual cycle. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Allergy test - on (B)(6) 2014: positive for peanuts; on (B)(6) 2014: cutanous test positive for birch, artemisia, olive tree, sycamore, meloon, apple, nuts, carrot, plum negative for pru p3 and profiline; on (B)(6) 2014: no conclusion regarding food allergy; on (B)(6) 2015: ige total: 21.2; peach: 0.68 kua/ l class 1 festuca elatior: 0.02 kua/ l class 0 poa pratensis 0.03 kua/ l class 0; artemisia vulgaris 0.56 kua / l class1 olive tree pollen 0.02 kua/ l class 0 eo: ra. Hcl hyperemic mucosa, with right nasal flow obstructed orof n ap normal; on (B)(6) 2015: cutaneous test negative for betalactamicos, ppl, mdm, amoxicillin, amoxiclav, ceduroxime. Biopsy - on (B)(6) 2014: conclusion: helicobacter pylori gastritis; negative for dysplasia; on (B)(6) 2016: conclusion: chronic lithiastic coleosistitis.. Blood cholesterol - on an unknown date: total: 200. Ldl: 120.4. Blood pressure measurement - on (B)(6) 2014: diastolic: 71mmhg, sistolic: 106mmhg. Cytology - on (B)(6) 2014: negative for intra-eptelial lesion. Endoscopy - on (B)(6) 2014: esophagus: absence of gastric mucous lesions. Peristalsis preserved. Stomach: generalized erithema of gastric mucous, without ulcero-erosive lesions. Random biopsy of mucous. Distensive walls, without deformation. Peristalsis preserved. Duodenum (until d2)- without ulcero-erosive lesions of mucous. Histology - in 2016: chronical litiasic colecistyte lesions; on (B)(6) 2019: uterus with myoma, tromps without alteration, and with essure inside.. Hysteroscopy - on (B)(6) 2014: vulvo- vaginoscopy normal, cervix normal, uterine cavity without neodeformation, tubular ostia seen freely, endometrium secretory. Ultrasound scan - on (B)(6) 2014: neck: thyroid within normal values, only in the right lobe a well delimitated mass with 13 mm. In the left lobe, solid nodular mass with 6mm cervicales adenophaties negative; on (B)(6) 2014: uterus: 77x52x43 mm; position: intermediary; endometrium: 9.7mm; solo fibromyoma 16x 16 mm, intersticial. Right ovary: regular: 24x19 mm; left ovary: regular 13x19 mm fornix: free; on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2017: folicular aspect on left ovary 2.2cm; on (B)(6) 2019: unremarkable, normal. Metallic implants were visualized in both anexiais areas. X-ray - in 2014: lumbar column: mild scoliosis with right convexity and lordosis recalcification. No alterations of discs spaces. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: menstrual irregularities, essure micro-insert fragmented, fallopian tube perforation, weight fluctuation, depression, anxiety, cutaneous eruption, hair loss, allergic reaction to penicillin,gallbladder stone, obesity added as event, lab data updated, narrative updated, reporter added, medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance') and dyspareunia ('pain on intercourse') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009) and multigravida. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced headache ("headache (becoming worse)"), abdominal pain ("abdominal pain") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma") and experienced thyroid mass ("thyroid mass"), the first episode of uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("weak immunologic system"), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), pelvic pain ("pelvic pain"), umbilical hernia ("umbilical hernia") and the second episode of uterine polyp ("uterine polyp"). The patient was hospitalized on (B)(6) 2019. The patient was treated with cortisone and surgery (essure removal, essure removal, hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, back pain, headache, uterine leiomyoma, abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain, vaginal discharge and the last episode of uterine polyp had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, helicobacter gastritis and thyroid mass outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise and spinal pain had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that's the reason she is having a hysterectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: food allergy. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2019: unremarkable, normal. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: due to internal review of information received on 24-aug-2020 and with confirmation of health authority on (B)(6) 2020 this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-13497) which will be deleted from bayer safety database after all information was transferred to this duplicate report # ptc (B)(4) which will be retained. New: new reporters: lawyers, physician. Test results added. New events: abdominal pain, genital haemorrhage, helicobacter gastritis, malaise, metrorrhagia, pelvic pain, spinal pain, thyroid mass, umbilical hernia, uterine polyp and vaginal discharge. Essure insertion date was specified, removal date provided. All events were considered related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance') and dyspareunia ('pain on intercourse') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009) and multigravida. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced headache ("headache (becoming worse)"), abdominal pain ("abdominal pain") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma") and experienced thyroid mass ("thyroid mass"), the first episode of uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("weak immunologic system"), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), pelvic pain ("pelvic pain"), umbilical hernia ("umbilical hernia") and the second episode of uterine polyp ("uterine polyp"). The patient was hospitalized on (B)(6) 2019. The patient was treated with cortisone and surgery (essure removal, essure removal, hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, back pain, headache, uterine leiomyoma, abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain, vaginal discharge and the last episode of uterine polyp had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, helicobacter gastritis and thyroid mass outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise and spinal pain had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that's the reason she is having a hysterectomy done. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: food allergy. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2019: unremarkable, normal. Lot number: 50512926; manufacturing date: 2010-05; expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: due to internal review of information received on 24-aug-2020 and with confirmation of health authority on 27-aug-2020 this record was detected to be a duplicate to record # pt-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2020-13497) which will be deleted from bayer safety database after all information was transferred to this duplicate report # ptc pt-bayer-(B)(4) which will be retained. New: new reporters: lawyers, physician. Test results added. New events: abdominal pain, genital haemorrhage, helicobacter gastritis, malaise, metrorrhagia, pelvic pain, spinal pain, thyroid mass, umbilical hernia, uterine polyp and vaginal discharge. Essure insertion date was specified, removal date provided. All events were considered related to essure we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance') and dyspareunia ('pain on intercourse') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009) and multigravida. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced headache ("headache (becoming worse)"), abdominal pain ("abdominal pain") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma") and experienced thyroid mass ("thyroid mass"), the first episode of uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("weak immunologic system"), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), pelvic pain ("pelvic pain"), umbilical hernia ("umbilical hernia"), the second episode of uterine polyp ("uterine polyp"), dyspepsia ("dyspepsia ") and abdominal pain upper ("epigastric pain"). The patient was hospitalized on (B)(6) 2019. The patient was treated with cortisone and surgery (essure removal, essure removal, hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, back pain, headache, uterine leiomyoma, abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain, vaginal discharge and the last episode of uterine polyp had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, helicobacter gastritis, thyroid mass, dyspepsia and abdominal pain upper outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise and spinal pain had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that's the reason she is having a hysterectomy done. Haemorrhage was worsened by pl nor (as reported) . Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2014: food allergy. Biopsy on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2019: unremarkable, normal. Lot number: 50512926 manufacturing date: (B)(6) 2010 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events added: dyspepsia and epigastric pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device breakage ('foreign body/ fragment of device in the patient'), pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and cholelithiasis ('gallbladder stones') in a 41-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy on (B)(6) 2009, thrombophlebitis, herpes gestationis, parity 3 (3, last one 2-(B)(6) 2009), multi gravida, urinary incontinence, headache, stress urinary incontinence (after 2 births), miscarriage of pregnancy, diabetes, migraine, penicillin allergy, myopia correction and sinusitis. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. Previously administered products included for rhinitis: bilaxten and pulmocort; for an unreported indication: penicilline in august 2013, sertraline and insulin. Past adverse reactions to the above products included rash with penicilline. Concurrent conditions included thyroid mass (in 2010: 8.8mm) and rhinitis (since 26 years-old). Concomitant products included ethyl loflazepate (victan), fluticasone furoate (avamys) since (B)(6) 2015, minoxidil (anagen), nsaids and proton pump inhibitors. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache (becoming worse)") and malaise ("malaise"). On (B)(6) 2011, the patient experienced the first episode of obesity ("obesity"). On (B)(6) 2011, the patient experienced the second episode of obesity ("obesity"). In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant) and genital haemorrhage ("prolonged haemorrhage / blood loss"). On (B)(6) 2013, the patient experienced goitre ("enlargement of the thyroid right lobe 12mm and another one the left 5 mm"). In (B)(6) 2013, the patient experienced drug eruption ("rash after penicillin injection"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavy menstruation"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge with odor / smelly discharge / slight leukorrhea, recurrent"), uterine polyp ("uterine polyp") and thyroid mass ("increased thyroid mass") and was found to have uterine leiomyoma ("uterine myoma / fibromyoma"). In 2014, the patient experienced cholelithiasis (seriousness criterion hospitalization) with abdominal pain and vomiting. On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with pruritus, rash ("cutaneous eruption"), pelvic pain ("pelvic pain/ left pain withou association with period type cramp"), dysmenorrhoea ("menstrual pain every month"), back pain ("lumbar pain"), menstruation irregular ("menstrual irregularities"), immunodeficiency ("weak immunologic system"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), abdominal pain upper ("epigastric pain, recurrent"), dyspepsia ("dyspepsia"), umbilical hernia ("umbilical hernia"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety / anguish"), alopecia ("hair loss"), arthralgia ("hip pain in left hip which worsens in decubitus"), ovarian cyst ("right ovary a cyst formation with 26 mm in diameter, left ovary, a small follicular cyst measuring 10 mm") and haemorrhagic ovarian cyst ("right ovary 35x30, haemorragic cyst"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 and then on (B)(6) 2019. The patient was treated with antiinflammatory agents, budesonide (aeromax), cortisone, cyclobenzaprine hydrochloride (flexiban), diclofenac, hyoscine butylbromide (buscopan), imiquimod (aldara), metoclopramide hydrochloride (metoclopram), trolamine (biafine), norethisterone acetate (primolut nor) and surgery (hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, intermenstrual bleeding, vaginal discharge, headache, uterine polyp and uterine leiomyoma had resolved. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, anaphylactic shock, rash, menstruation irregular, food allergy, malaise, procedural pain, helicobacter gastritis, spinal pain, weight fluctuation, depression, anxiety and alopecia had resolved, the allergy to metals, immunodeficiency, pain in extremity, musculoskeletal pain, abdominal pain upper, dyspepsia, thyroid mass, goitre, arthralgia, ovarian cyst, haemorrhagic ovarian cyst and heavy menstrual bleeding outcome was unknown and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholelithiasis, depression, device breakage, drug eruption, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, goitre, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, helicobacter gastritis, immunodeficiency, intermenstrual bleeding, malaise, menstruation irregular, muscle contractions involuntary, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp, vaginal discharge, visual impairment, weight fluctuation, the first episode of obesity and the second episode of obesity to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that was the reason she was having a hysterectomy done. Haemorrhage worsened by pl nor (as reported). The patient stated that essure was inserted without the her consent. Due to this the patient decided to sue the local health authority. On follow up 12-apr-2021: reporter suspect that essure was not implanted between 7th and 14th day of menstrual cycle. On (B)(6) 2020, consultation, patient good healing of the cupula and abdominal scar. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Allergy test - on (B)(6) 2014: positive for peanuts; on (B)(6) 2014: cutanous test positive for birch, artemisia, olive tree, sycamore, melon, apple, nuts, carrot, plum, negative for pru p3 and profiline; on (B)(6) 2014: no conclusion regarding food allergy; on (B)(6) 2015: ige total: 21.2; peach: 0.68 kua/ l class 1; festuca elatior: 0.02 kua/ l class 0; poa pratensis 0.03 kua/ l class 0; artemisia vulgaris 0.56 kua / l class1; olive tree pollen 0.02 kua/ l class 0; eo: ra. Hcl hyperemic mucosa, with right nasal flow obstructed orof n ap normal; on (B)(6) 2015: cutaneous test negative for betalactamicos, ppl, mdm, amoxicillin, amoxiclav, ceduroxime. Biopsy - on (B)(6) 2014: conclusion: helicobacter pylori gastritis; negative for dysplasia; on (B)(6) 2016: conclusion: chronic lithiasic cholecystitis. Blood cholesterol - on an unknown date: total: 200; ldl: 120.4. Blood pressure measurement - on (B)(6) 2014: diastolic: 71mmhg; sistolic: 106mmhg; on (B)(6) 2016: diastolic: 71mmhg; sistolic: 106mmhg. Body height (cm) - on (B)(6) 2016: 156 cm. Body mass index - on (B)(6) 2017: 40,7; on (B)(6) 2018: 39. Cytology - on (B)(6) 2014: negative for intra-epitelial lesion. Endoscopy - on (B)(6) 2014: esophagus: absence of gastric mucous lesions. Peristalsis preserved. Stomach: generalized erithema of gastric mucosa, without ulcero-erosive lesions. Random biopsy of mucosa. Distensive walls, without deformation. Duodenum (until d2) without ulcero-erosive lesions of mucosa. Gynaecological examination - on (B)(6) 2014: vulva and vagina with no alteration, cob without lesion, touch painless, slyly airy vaginal discharge; on (B)(6) 2014: vulva and vagina unchanged, cervix without lesions except zvpo 1 cm and naboth cyst at 12 hours; on (B)(6) 2017: normal although there seems to be a lowering of the uterus which is probably related to the patient being overweight; on (B)(6) 2018: slight leukorrhea, no visible changes. Bimanual palpation detect small tumefaction next to the outer hole of the uterine cervix. Histology - in 2016: chronic lithiasis cholecystitis lesions; on (B)(6) 2019: uterus with myoma, fallopian tubes without alteration and with essure inside. Hysteroscopy - on (B)(6) 2014: vulvo-vaginoscopy normal, cervix normal, uterine cavity without neodeformation, tubal ostia seen freely, endometrium secretory. Investigation - on (B)(6) 2015: performed intramuscular challenge test with benzylpenicillin (cumulative dose of 2.4 mu) - negative within 4 hours of the last dose. Pathology test - on (B)(6) 2016: gallbladder 8 cm in length, already opened and with a rough internal surface. Together sent several calculi of 5 to 10 mm of larger dimensions, histological examination shows lesions of lithiasis chronic cholecystitis; on (B)(6) 2016: macroscopic: uterus already opened with 9x4.5x3.5 cm , myometrium with 1.5 cm maximum thickness and with solid whitish interstitial nodule well-delimited and with 0.6 maximum width. Uterine cavity lined by low, smooth endometrium. Uterine cervix 3 cm maximum diameter with smooth and pinkish exo-colon. Adnexal regions representing fallopian tubes only, each 6 cm long and both with metallic material inside. Microscopy: uterine leiomyoma, endometrium with a weakly proliferation aspect, uterine cervix without histológica changes worthy of note, fallopian tubes without histological changes. Ultrasound pelvis - on (B)(6) 2014: uteruen 68x50x61 with intramural myoma 18 mm, regular endometrium 0.6, right ovary 35x30, haemorragic cyst, left ovary 30x23. Bilateral tual ligation by essure; on (B)(6) 2019: uterus anteflexed position, 8.1x4.5.5.8 cm, echo structure heterogeneous, endometrium trilaminar with 9 mm. Ovaries: right 21x1.8 cm with follicular aspect, left 2.5x1.5 cm, folicular aspect. Free douglas pouch. Conclusion: metallic implants seen in both adnexal regions. Ultrasound scan - on (B)(6) 2014: neck: thyroid within normal values, only in the right lobe a well delimitated mass with 13 mm. In the left lobe, solid nodular mass with 6mm, cervical adenophaties negative; on (B)(6) 2014: 18mm interstitial myoma; in (B)(6) 2014: abdominal and pelvis: liver of normal dimensions and regular contours, with homogeneous echo structure. No evident modular formations. Absence of intra or extrahepatic biliar tract ectasia. Normo-distended gallbladder with regular, non-thickened walls and with some foci of lithiasis and sludge inside. Pancreas (portions visualized) and spleen of normal topography, morphology and echo structure. No image of free intraperitoneal fluid. Uterus located in the midline, in normal anteverted position, with normal dimensions (10 cm craniocaudal) and regular contours. The myometrium os homogeneous with no evidence of defined nodular formations. Endometrium of normal thickness, with endometrial cavity in virtual state. Some endocervical retention cysts are observed. At the right ovary topography, a cyst formation with 26 mm in diameter is observed. At the topography of the left ovary, a small follicular cyst measuring 10 mm is observed, free douglas pouch; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2017: folicular aspect on left ovary 2.2cm; on (B)(6) 2019: unremarkable, normal. Metallic implants were visualized in both adnexa areas; on(B)(6) 2019: fibromyoma on the left side. Ultrasound scan vagina - on (B)(6) 2014: uterus: 77x52x43 mm; position: intermediary; endometrium: 9.7mm; solitary fibromyoma 16x 16 mm, interstitial. Right ovary: regular: 24x19 mm; left ovary: regular 13x19 mm; fornix: free; on (B)(6) 2014: uterus: 96x68x60 mm; position: anteroflexion; endometrium: 11 mm; right ovary: 25x16 mm; left ovary: 24x17 mm; pounch of douglas: free. Waist circumference (cm) - on (B)(6) 2016: 116 cm. Weight (kg) - on (B)(6) 2017: 99 kg; on (B)(6) 2018: 95 kg; on (B)(6) 2016: 93.5 kg. X-ray - in 2014: lumbar column: mild scoliosis with right convexity and lordosis recalcification. No alterations of discs spaces. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance') and dyspareunia ('pain on intercourse') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis, parity 3 (3, last one (B)(6) 2009) and multigravida. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced headache ("headache (becoming worse)"), abdominal pain ("abdominal pain") and malaise ("malaise"). In (B)(6) 2012, the patient experienced anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock") and genital haemorrhage ("prolonged haemorrhage"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("myoma") and experienced thyroid mass ("thyroid mass"), the first episode of uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("weak immunologic system"), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), pelvic pain ("pelvic pain"), umbilical hernia ("umbilical hernia"), the second episode of uterine polyp ("uterine polyp"), dyspepsia ("dyspepsia") and abdominal pain upper ("epigastric pain"). The patient was hospitalized on (B)(6) 2019. The patient was treated with cortisone and surgery (essure removal, essure removal, hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, back pain, headache, uterine leiomyoma, abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain, vaginal discharge and the last episode of uterine polyp had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, helicobacter gastritis, thyroid mass, dyspepsia and abdominal pain upper outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise and spinal pain had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, vaginal discharge, visual impairment, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that's the reason she is having a hysterectomy done. Haemorrhage was worsened by pl nor (as reported) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: food allergy. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2019: unremarkable, normal. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation"), device breakage ("foreign body/ fragment of device in the patient"), pelvic inflammatory disease ("pelvic inflammation"), allergy to metals ("nickel intolerance"), dyspareunia ("pain on intercourse"), anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock") and cholelithiasis ("gallbladder stones") in a 41 year-old female patient who had essure inserted (lot no. 50512926) for sterilization. Additional non-serious events are detailed below. The patient had a medical history of high risk pregnancy in 2009 and sinusitis, myopia correction, penicillin allergy, migraine, diabetes, miscarriage of pregnancy, stress urinary incontinence (after 2 births), headache, urinary incontinence, multi gravida, parity 3 (3, last one (B)(6) 2009), herpes gestationis and thrombophlebitis. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. Previously administered products included: penicilline [benzylpenicillin sodium], sertraline and insulin for an unknown indication and pulmocortison iny and bilaxten for rhinitis. Past adverse reactions to the above products included: rash with penicilline [benzylpenicillin sodium]. Concurrent conditions were listed as rhinitis (since 26 years-old) and thyroid mass (in 2010: 8.8mm). Concomitant products included avamys (fluticasone furoate) since (B)(6) 2015, proton pump inhibitors, anagen [minoxidil], nsaids and victan (ethyl loflazepate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural pain ("insertion procedure was very painful"). On (B)(6) 2011 she experienced a first episode of obesity ("obesity"). On (B)(6) 2011 she experienced a second episode of obesity ("obesity"). In 2011 she experienced abdominal pain ("abdominal pain"), headache ("headache (becoming worse)") and malaise ("malaise"). In (B)(6) 2012 she experienced anaphylactic shock (seriousness criterion medically important) and genital haemorrhage ("prolonged haemorrhage / blood loss"). On (B)(6) 2013 she experienced goitre ("enlargement of the thyroid right lobe 12mm and another one the left 5 mm"). In (B)(6) 2013 she experienced drug eruption ("rash after penicillin injection"). On (B)(6) 2013 she experienced heavy menstrual bleeding ("heavy menstruation"). In (B)(6) 2014 she experienced dyspareunia (seriousness criteria medically important and intervention required) and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2014 she experienced vaginal discharge ("vaginal discharge with odor / smelly discharge / slight leukorrhea, recurrent"), uterine polyp ("uterine polyp") and thyroid mass ("increased thyroid mass") and was found to have uterine leiomyoma ("uterine myoma / fibromyoma"). On (B)(6) 2014 she experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2014 she experienced cholelithiasis (seriousness criterion hospitalization) with abdominal pain, vomiting and pruritus. In 2017 she experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). Essure was removed on (B)(6) 2019. In 2019 she experienced spinal pain ("cervical spine pain/ spinal pain"). An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically important and intervention required) with abdominal pain, vomiting and pruritus, rash ("cutaneous eruption"), pelvic pain ("pelvic pain/ left pain withou association with period type cramp"), dysmenorrhoea ("menstrual pain every month"), back pain ("lumbar pain"), menstruation irregular ("menstrual irregularities"), immunodeficiency ("weak immunologic system"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), abdominal pain upper ("epigastric pain, recurrent"), dyspepsia ("dyspepsia"), umbilical hernia ("umbilical hernia"), weight fluctuation ("weight fluctuation"), depression ("depression"), anxiety ("anxiety / anguish"), alopecia ("hair loss"), arthralgia ("hip pain in left hip which woesens in decubitus"), ovarian cyst ("right ovary a cyst formation with 26 mm in diameter, left ovary, a small follicular cyst measuring 10 mm") and haemorrhagic ovarian cyst ("right ovary 35x30, haemorragic cyst"). The patient was hospitalized (B)(6) 2016 and on (B)(6) 2019 for an unknown duration. The patient was treated with primolut nor (norethisterone acetate), cortisone, aeromax [budesonide], metoclopram (metoclopramide hydrochloride), buscopan (hyoscine butylbromide), flexiban (cyclobenzaprine hydrochloride), diclofenac, aldara (imiquimod), biafine (trolamine) and antiinflammatory agents as well as total hysterectomy bilateral salpingectomy on (B)(6) 2019 and videocolestomy+ umbilical herniorrhaphy on (B)(6) 2016 and surgery (total hysterectomy bilateral salpingectomy on (B)(6) 2019 and hernioplasty on (B)(6) 2016). On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, intermenstrual bleeding, vaginal discharge, headache, uterine polyp and uterine leiomyoma had resolved. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, anaphylactic shock, rash, menstruation irregular, food allergy, malaise, procedural pain, helicobacter gastritis, spinal pain, weight fluctuation, depression, anxiety and alopecia had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. On (B)(6) 2016, the outcomes for cholelithiasis were unknown. The outcomes for allergy to metals, immunodeficiency, pain in extremity, musculoskeletal pain, drug eruption, abdominal pain upper, dyspepsia, thyroid mass, the last episode of obesity, goitre, arthralgia, ovarian cyst, haemorrhagic ovarian cyst and heavy menstrual bleeding were unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, cholelithiasis, depression, device breakage, drug eruption, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, goitre, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, helicobacter gastritis, immunodeficiency, intermenstrual bleeding, malaise, menstruation irregular, muscle contractions involuntary, musculoskeletal pain, nausea, the first episode of obesity, the second episode of obesity, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp, vaginal discharge, visual impairment and weight fluctuation to be related to essure administration. No causality assessment was received for essure with regard to food allergy or anaphylactic shock. The reporter commented: the patient consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that was the reason she was having a hysterectomy done. Haemorrhage worsened by pl nor (as reported). The patient stated that essure was inserted without the her consent. Due to this the patient decided to sue the local health authority. On follow up (B)(6) 2021: reporter suspect that essure was not implanted between 7th and 14th day of menstrual cycle. 0n (B)(6) 2020, consultation, patient good healing of the cupula and abdominal scar. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.42 kg/sqm. [Allergy test] on (B)(6) 2014: positive for peanuts; on (B)(6) 2014: cutanous test positive for birch, artemisia, olive tree, sycamore, melon, apple, nuts, carrot, plum, negative for pru p3 and profiline; on (B)(6) 2014: no conclusion regarding food allergy; on (B)(6) 2015: ige total: 21.2; peach: 0.68 kua/ l class 1; festuca elatior: 0.02 kua/ l class 0; poa pratensis 0.03 kua/ l class 0; artemisia vulgaris 0.56 kua / l class1; olive tree pollen 0.02 kua/ l class 0; eo: ra. Hcl hyperemic mucosa, with right nasal flow obstructed orof n ap normal; on (B)(6) 2015: cutaneous test negative for betalactamicos, ppl, mdm, amoxicillin, amoxiclav, ceduroxime. [Biopsy] on (B)(6) 2014: conclusion: helicobacter pylori gastritis; negative for dysplasia; on (B)(6) 2016: conclusion: chronic lithiasic cholecystitis. [Blood cholesterol] (date unknown): total: 200; ldl: 120.4. [Blood pressure measurement] on (B)(6) 2014: diastolic: 71mmhg; sistolic: 106mmhg; on (B)(6) 2016: diastolic: 71mmhg; sistolic: 106mmhg [body height] on (B)(6) 2016: 156 cm. [Body mass index] on (B)(6) 2017: 40,7; on (B)(6) 2018: 39. [Cytology] on (B)(6) 2014: negative for intra-epitelial lesion. [Endoscopy] on (B)(6) 2014: esophagus: absence of gastric mucous lesions. Peristalsis preserved. Stomach: generalized erithema of gastric mucosa, without ulcero-erosive lesions. Random biopsy of mucosa. Distensive walls, without deformation. Duodenum (until d2) without ulcero-erosive lesions of mucosa [gynaecological examination] on (B)(6) 2014: vulva and vagina with no alteration, cob without lesion, touch painless, slyly airy vaginal discharge and vulva and vagina unchanged, cervix without lesions except zvpo 1 cm and naboth cyst at 12 hours; on (B)(6) 2017: normal although there seems to be a lowering of the uterus which is probably related to the patient being overweight; on (B)(6) 2018: slight leukorrhea, no visible changes. Bimanual palpation detect small tumefaction next to the outer hole of the uterine cervix [histology] in 2016: chronic lithiasis cholecystitis lesions; on (B)(6) 2019: uterus with myoma, fallopian tubes without alteration and with essure inside. [Hysteroscopy] on (B)(6) 2014: vulvo-vaginoscopy normal, cervix normal, uterine cavity without neodeformation, tubal ostia seen freely, endometrium secretory. [Investigation] on (B)(6) 2015: performed intramuscular challenge test with benzylpenicillin (cumulative dose of 2.4 mu) - negative within 4 hours of the last dose [pathology test] on (B)(6) 2016: gallbladder 8 cm in length, already opened and with a rough internal surface. Together sent several calculi of 5 to 10 mm of larger dimensions, histological examination shows lesions of lithiasis chronic cholecystitis and macroscopic: uterus already opened with 9x4.5x3.5 cm , myometrium with 1.5 cm maximum thickness and with solid whitish interstitial nodule well-delimited and with 0.6 maximum width. Uterine cavity lined by low, smooth endometrium. Uterine cervix 3 cm maximum diameter with smooth and pinkish exo-colon. Adnexal regions representing fallopian tubes only, each 6 cm long and both with metallic material inside. Microscopy: uterine leiomyoma, endometrium with a weakly proliferation aspect, uterine cervix without histológica changes worthy of note, fallopian tubes without histological changes [ultrasound pelvis] on (B)(6) 2014: uteruen 68x50x61 with intramural myoma 18 mm, regular endometrium 0.6, right ovary 35x30, haemorragic cyst, left ovary 30x23. Bilateral tual ligation by essure; on (B)(6) 2019: uterus anteflexed position, 8.1x4.5.5.8 cm, echo structure heterogeneous, endometrium trilaminar with 9 mm. Ovaries: right 21x1.8 cm with follicular aspect, left 2.5x1.5 cm, folicular aspect. Free douglas pouch. Conclusion: metallic implants seen in both adnexal regions [ultrasound scan] on (B)(6) 2014: neck: thyroid within normal values, only in the right lobe a well delimitated mass with 13 mm. In the left lobe, solid nodular mass with 6mm, cervical adenophaties negative; on (B)(6) 2014: 18mm interstitial myoma; in (B)(6) 2014: abdominal and pelvis: liver of normal dimensions and regular contours, with homogeneous echo structure. No evident modular formations. Absence of intra or extrahepatic biliar tract ectasia. Normo-distended gallbladder with regular, non-thickened walls and with some foci of lithiasis and sludge inside. Pancreas (portions visualized) and spleen of normal topography, morphology and echo structure. No image of free intraperitoneal fluid. Uterus located in the midline, in normal anteverted position, with normal dimensions (10 cm craniocaudal) and regular contours. The myometrium os homogeneous with no evidence of defined nodular formations. Endometrium of normal thickness, with endometrial cavity in virtual state. Some endocervical retention cysts are observed. At the right ovary topography, a cyst formation with 26 mm in diameter is observed. At the topography of the left ovary, a small follicular cyst measuring 10 mm is observed, free douglas pouch; on (B)(6) 2017: suspicion of endometrial polyp; on (B)(6) 2017: folicular aspect on left ovary 2.2cm; on (B)(6) 2019: unremarkable, normal. Metallic implants were visualized in both adnexa areas and fibromyoma on the left side. [Ultrasound scan vagina] on (B)(6) 2014: uterus: 77x52x43 mm; position: intermediary; endometrium: 9.7mm; solitary fibromyoma 16x 16 mm, interstitial. Right ovary: regular: 24x19 mm; left ovary: regular 13x19 mm; fornix: free; on (B)(6) 2014: uterus: 96x68x60 mm; position: anteroflexion; endometrium: 11 mm; right ovary: 25x16 mm; left ovary: 24x17 mm; pounch of douglas: free. [Waist circumference] on (B)(6) 2016: 116 cm. [Weight] on (B)(6) 2016: 93.5 kg; on (B)(6) 2017: 99 kg; on (B)(6) 2018: 95 kg. [X-ray] in 2014: lumbar column: mild scoliosis with right convexity and lordosis recalcification. No alterations of discs spaces lot number: 50512926, manufacturing date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: the following information were include pysician's reporters, medical history, lab data, other concomitant and treatment products, enlarged thyroid, obesity, pain in hip, cyst ovary, haemorrhagic ovarian cyst, bleeding menstrual heavy, two previous event epigastric pain was merged in one epigastric pain recurrent. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance') and dyspareunia ('pain on intercourse') in a 32-year-old female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis, parity 3 (3, last one 2-sep-2009) and multigravida. Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("insertion procedure was very painful"). In 2011, the patient experienced abdominal pain ("abdominal pain"), headache ("headache (becoming worse)") and malaise ("malaise"). In (B)(6) 2012, the patient experienced genital haemorrhage ("prolonged haemorrhage") and anaphylactic shock ("anaphylactic shock / developed allergy to peaches that led to anaphylactic shock"). In (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine myoma") and experienced thyroid mass ("thyroid mass"), uterine polyp ("uterine polyp") and vaginal discharge ("vaginal discharge with odor"). On (B)(6) 2014, the patient experienced helicobacter gastritis ("helicobacter pylori gastritis"). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). In 2019, the patient experienced spinal pain ("cervical spine pain/ spinal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain every month"), pelvic pain ("pelvic pain"), back pain ("lumbar pain"), immunodeficiency ("weak immunologic system"), pruritus ("body itchiness"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema"), abdominal pain upper ("epigastric pain"), umbilical hernia ("umbilical hernia") and dyspepsia ("dyspepsia"). The patient was hospitalized on (B)(6) 2019. The patient was treated with cortisone and surgery (hernioplasty on (B)(6) 2016 and total hysterectomy bilateral salpingectomy on 10-dec-2019). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the umbilical hernia had resolved. On (B)(6) 2019, the pelvic inflammatory disease, dysmenorrhoea, pelvic pain, abdominal pain, back pain, genital haemorrhage, metrorrhagia, headache, uterine leiomyoma, uterine polyp and vaginal discharge had resolved. At the time of the report, the allergy to metals, immunodeficiency, pruritus, pain in extremity, musculoskeletal pain, helicobacter gastritis, abdominal pain upper, thyroid mass and dyspepsia outcome was unknown, the dyspareunia, anaphylactic shock, food allergy, procedural pain, malaise and spinal pain had resolved and the visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, genital haemorrhage, headache, helicobacter gastritis, immunodeficiency, malaise, metrorrhagia, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, pruritus, spinal pain, thyroid mass, umbilical hernia, uterine leiomyoma, uterine polyp, vaginal discharge and visual impairment to be related to essure. The reporter commented: the patient consulted several physicians during these years. She could not prove the events were due to the implants. Her physician said she had a myoma and that was the reason she was having a hysterectomy done. Haemorrhage worsened by pl nor (as reported). The patient stated that essure was inserted without the her consent. Due to this the patient decided to sue the local health authority. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: food allergy. Biopsy - on (B)(6) 2014: helicobacter pylori gastritis. Ultrasound scan - on (B)(6) 2014: 18mm interstitial myoma; on (B)(6) -2017: suspicion of endometrial polyp; on (B)(6) 2019: unremarkable, normal. Lot number: 50512926 manufacturing date: 2010-05 expiration date: 2013-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: legal claim, newlawyer was added as reporter.the patient stated that essure was inserted without her consent, therefore she decided to sue the local health authority. Final report was ticked. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and immunodeficiency ('weak immunologic system') in an adult female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis and parity 3 (3 pregnancies). Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contracture ("muscle contractions on leg"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain every month"), pruritus generalised ("body itchiness"), back pain ("lumbar pain"), headache ("headache (becoming worse)"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema") and procedural pain ("insertion procedure was very painful"). The patient was treated with cortisone and surgery (in waiting list for essure removal). At the time of the report, the pelvic inflammatory disease outcome was unknown and the allergy to metals, dyspareunia, anaphylactic shock, immunodeficiency, dysmenorrhoea, pruritus generalised, back pain, headache, pain in extremity, musculoskeletal pain, food allergy, visual impairment, nausea, fatigue, eczema and muscle contracture had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, muscle contracture, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, procedural pain, pruritus generalised and visual impairment to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: consumer went to a television program and some updates for the case were provided. Medical history updated, event "pelvic inflammation", "procedural pain" and "muscle contractions on leg" added. One year after insertion, she started to have allergy to fruits and even had an anaphylactic shock due to peach. She was experiencing leg contractions since 2 years and pain during intercourse, and was currently in waiting list to have the implants removed. Potential legal case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and immunodeficiency ('weak immunologic system') in an adult female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis and parity 3 (3 pregnancies). Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. In 2011, the patient had essure inserted. In (B)(6)2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), headache ("headache (becoming worse)"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema") and procedural pain ("insertion procedure was very painful") and was found to have uterine leiomyoma ("myoma"). The patient was treated with cortisone and will undergo a surgery (in waiting list for essure removal). At the time of the report, the pelvic inflammatory disease and uterine leiomyoma outcome was unknown and the allergy to metals, dyspareunia, anaphylactic shock, immunodeficiency, dysmenorrhoea, pruritus, back pain, headache, pain in extremity, musculoskeletal pain, food allergy, visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, procedural pain, pruritus, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. She stated her physician said she had a myoma and that's the reason she is having a hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: information provided by patient via social media: she stated her physician said she had a myoma (new event added) and that's the reason she is having a hysterectomy done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain"), anaphylactic shock ("anaphylactic shock") and immunodeficiency ("weak immunologic system") in a female patient who had essure (batch no. 50512926) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), allergy to metals ("nickel intolerance"), dysmenorrhoea ("menstrual pain every month"), myalgia ("muscle pain"), headache ("headache (becoming worse)"), food allergy ("fruits and vegetables allergy"), dyspareunia ("pain on intercourse"), visual impairment ("quick vision decrease"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), pruritus generalised ("body itchiness") and eczema ("eczema"). The patient was treated with cortisone. Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, anaphylactic shock, immunodeficiency, allergy to metals, dysmenorrhoea, pain in extremity, myalgia, headache, food allergy, dyspareunia, visual impairment, nausea, arthralgia, fatigue, pruritus generalised and eczema had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, myalgia, nausea, pain in extremity, pruritus generalised and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and immunodeficiency ('weak immunologic system') in an adult female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis and parity 3 (3 pregnancies). Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. In 2011, the patient had essure inserted. In (B)(6)2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), headache ("headache (becoming worse)"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema") and procedural pain ("insertion procedure was very painful") and was found to have uterine leiomyoma ("myoma"). The patient was treated with cortisone and will undergo a surgery (in waiting list for essure removal). At the time of the report, the pelvic inflammatory disease and uterine leiomyoma outcome was unknown and the allergy to metals, dyspareunia, anaphylactic shock, immunodeficiency, dysmenorrhoea, pruritus, back pain, headache, pain in extremity, musculoskeletal pain, food allergy, visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, procedural pain, pruritus, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. She stated her physician said she had a myoma and that's the reason she is having a hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: information provided by patient via social media: she stated her physician said she had a myoma (new event added) and that's the reason she is having a hysterectomy done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('nickel intolerance'), dyspareunia ('pain on intercourse'), anaphylactic shock ('anaphylactic shock / developed allergy to peaches that led to anaphylactic shock') and immunodeficiency ('weak immunologic system') in an adult female patient who had essure (batch no. 50512926) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophlebitis, herpes gestationis and parity 3 (3 pregnancies). Due to thrombophlebitis, physician suggested her to undergo a tubal ligation surgery. On 2010 she was waiting in line for the procedure and was informed about essure. It was not questioned if she had any metal allergies. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg") and muscle contractions involuntary ("muscle contractions on leg"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain every month"), pruritus ("body itchiness"), back pain ("lumbar pain"), headache ("headache (becoming worse)"), musculoskeletal pain ("joint and muscle pain"), food allergy ("fruits and vegetables allergy / allergy to peaches"), visual impairment ("quick vision decrease"), nausea ("nausea"), fatigue ("extreme tiredness"), eczema ("eczema") and procedural pain ("insertion procedure was very painful") and was found to have uterine leiomyoma ("myoma"). The patient was treated with cortisone and will undergo a surgery (in waiting list for essure removal). At the time of the report, the pelvic inflammatory disease and uterine leiomyoma outcome was unknown and the allergy to metals, dyspareunia, anaphylactic shock, immunodeficiency, dysmenorrhoea, pruritus, back pain, headache, pain in extremity, musculoskeletal pain, food allergy, visual impairment, nausea, fatigue, eczema and muscle contractions involuntary had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, muscle contractions involuntary, musculoskeletal pain, nausea, pain in extremity, pelvic inflammatory disease, procedural pain, pruritus, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: the patient stated she consulted several physicians during these years. She could not prove the events were due to the implants. She stated her physician said she had a myoma and that's the reason she is having a hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: information provided by patient via social media: she stated her physician said she had a myoma (new event added) and that's the reason she is having a hysterectomy done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain"), anaphylactic shock ("anaphylactic shock") and immunodeficiency ("weak immunologic system") in a female patient who had essure (batch no. 50512926) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anaphylactic shock (seriousness criterion medically significant). In 2017, the patient experienced pain in extremity ("left side pain affecting her leg"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), allergy to metals ("nickel intolerance"), dysmenorrhoea ("menstrual pain every month"), myalgia ("muscle pain"), headache ("headache (becoming worse)"), food allergy ("fruits and vegetables allergy"), dyspareunia ("pain on intercourse"), visual impairment ("quick vision decrease"), nausea ("nausea"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), pruritus generalised ("body itchiness") and eczema ("eczema"). The patient was treated with cortisone. Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, anaphylactic shock, immunodeficiency, allergy to metals, dysmenorrhoea, pain in extremity, myalgia, headache, food allergy, dyspareunia, visual impairment, nausea, arthralgia, fatigue, pruritus generalised and eczema had not resolved. The reporter provided no causality assessment for anaphylactic shock and food allergy with essure. The reporter considered allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, immunodeficiency, myalgia, nausea, pain in extremity, pruritus generalised and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 9-mar-2019: the event back pain was considered as incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.